Manufacturer narrative:
Continuation of d10: product ID a810. Serial# unknown: product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a810, serial/lot #: unknown: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was receiving dilaudid (hydromorphone) (10 mg/ml at 4.5 mg ) and bupivacaine (10 mg/ml at 4.5 mg) via an implantable pump for unknown use. It was reported that symptoms returned and returned of pain. There were no known environmental, external, or patient factors causal or contributory to the event. No diagnostics or troubleshooting was performed. It was further reported that the patient underwent a pump replacement on (B)(6) 2026. The patient then received a pump refill on (B)(6) 2026, by a home health agency. The home health nurse reported the patient had experienced increased pain since the refill. Upon review ofprevious telemetry reports, the nurse noted prior pump therapy included hydromorphone and bupivacaine, while the current telemetry reflected hydromorphone only. Review of the clinician programmer used during the pump replacement identified the patient¿s previous pump contained hydromorphone 10 mg/ml and bupivacaine 10 mg/ml with dosing at 4.499 mg/day. During the pump replacement, the clinical specialist programmed hydromorphone 10 mg/ml only, omitting bupivacaine, with simple continuous dosing entered at 4.399 mg/day. According to the home health nurse, the refill medication ordered for the (B)(6) 2026 refill was based on the post replacement telemetry information. The managing physician was notified on (B)(6) 2026. The physician planned to schedule a follow-up office visit, ordered medication containing both hydromorphone and bupivacaine as previously prescribed, and bring the patient back for a pump refill. At this time, the only reported concern was increased patient pain. No additional medical concerns had been reported at this time. The issue was not resolved at the time of the report. The health care (hcp) had no further information for the manufacture.